Event description:
It was reported that after eye surgery had begun, the stretcher lowered suddenly with the patient on it. Due to this dropping motion, the surgeon perforated the crystalline lense of the patient and had to suture it. There was no permanent damage to the patient's eye. The patient's sight was not affected.